Event description:
It was reported that the patient had not been seen by the managing physician since (B)(6) 2009. The patient had a history of hematuria in (B)(6) 2008 and gross hematuria with clot retention. A workup reportedly did not reveal and lesions of the bladder or in the upper tracts, via CT scan. The most recent episode or hematuria was (B)(6) 2009. The patient had undergone several procedures for renal detachment had gross hematuria when a foley catheter was placed at that time. This resolved and the patient was instructed to follow up with the healthcare provider (hcp). It was stated that the patient had urinary retention post implant. The patient currently does not need to catheterize. The patient had persistent, painless hematuria and persistent proteinuria. The hcp recommended that the patient follow up with nephrology for some potential renal etiology of the persistent hematuria and proteinuria. A formal urinalysis with culture was ordered. The patient was started on macrodantin. The patient was to follow up in one year¿s time.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3889-28, lot # v105811, implanted: (B)(6) 2008, product type lead. (B)(4).